Event description:
When the catheter was connected, there were no signals on pins 19-20. Troubleshooting was unsuccessful. The catheter was removed and a new catheter was used. All signals were presented with the new catheter. No injury to the patient.